Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Corrected info: d2a, d2b.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/12/2025, a sales representative reported via phone that two device issues occurred during a quadriceps tendon repair procedure performed on (B)(6) 2025. First, an ar-3780sp knee fibertak button failed when the sutures could not be passed through the anchor. While attempting to pass the fiberlink suture, it broke, preventing any suture conversion within the anchor. The suture was removed, but the anchor remained intact in the bone and was left in the patient. Second, an ar-2326bcc biocomposite swivelock anchor malfunctioned when the eyelet prematurely detached from the insertion handle during implantation. The thread on the eyelet was stripped in the process. The failed eyelet was successfully removed from the patient. The case was completed using an ar-5511-cp internalbrace knee ligament augmentation repair implant system. The procedure was delayed by less than 15 minutes. It is unknown whether additional anesthesia was administered. Bone preparation was performed using an ar-3710, and the patient¿s bone quality was assessed as hard. No adverse effects were reported during or after surgery.